Manufacturer narrative:
Additional information for this event is not yet available. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that the device had a faulty limited switch. In addition, there scratches on the top cover which do not affect functionality. Device rear feet are bent. The non-olympus lamp life meter is reading at 300+hours, light intensity output measured out of range; scope socket condition is ok. The device has an upgraded igniter plus iris cable. The fan is running ok and air pressure tested ok as well.

Event description:
As reported for this event, during preparation for use, the device front panel was flashing lights upon powering on. None of the buttons were operable. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Upon inspection, it was observed that the device had a faulty limited switch. In addition, there scratches on the top cover which do not affect functionality. Device rear feet are bent. The non-olympus lamp life meter is reading at 300+hours, light intensity output measured out of range; scope socket condition is ok. The device has an upgraded igniter plus iris cable. The fan is running ok and air pressure tested ok as well. It is likely that the front panel blinks as described in IFU due to a failure of lamp caused by the user not following the user's instruction manual and mounting the desired lamp (non-specified item). The device has been in place for more than 13 years since its manufacturing. It is likely that deterioration due to long-term use, or deformation due to the user not noticing the instructions for handling and having touched the rear panel with some solids, or the rear foot has been deformed by shifting the device in question. The instructions for use includes the following statements: the front panel flashes. If the display on the operation panel blinks, the product has failed. Please contact the endoscope consultation center, our designated service center, or our branches or offices. Outside the light quantity specification (using lamp not specified by olympus). Do not wear anything other than our designated checkup lamp. Failure to do so may cause the product or peripheral equipment to fail or cause a fire. Abnormal appearance (rear foot deformation, rear panel deformation). The product should be installed on a level, stable surface with non-slip (maj-1205). This product may slip down or fall down, resulting in patient or user injury, device failure, or damage. Do not press the buttons on the front panel of this product with sharp objects or hard objects. Button may fail. Do not apply excessive force to the connectors at each connection. Failure to do so may result in a damage to the product or malfunction.